Event description:
Additional information was received and it was reported that the pump had been delivering morphine. An x-ray on (B)(6) 2013 showed that the catheter was not in the spinal canal. The patient symptom related the event was increased pain; the patient did not experience withdrawal. The patient outcome was reported as ¿serious injury/illness ¿ ongoing¿. They were in the process of readjusting the pump back to appropriate level.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was dislodged; it was completely out of the intrathecal space. On (B)(6) 2013, the catheter was revised; a new distal segment of catheter was implanted and connected to the remaining/existing catheter. The pump was delivering saline. It was later reported that saline was left in the pump following the catheter revision. The pump managing physician would be refilling the pump with drug; the drug used prior to the saline was unknown. Following the placement of the new piece of catheter, they had good csf (cerebrospinal fluid) flow.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).